Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced a leaking insulin cartridge, and insulin entered the cartridge chamber after the user attempted to connect the cartridge to the luer connector outside of the cartridge compartment; the agent provided troubleshooting and education on proper supply change and insertion. Symptoms included no change in blood glucose levels. Outcomes included no clinical impact and no medical intervention. Investigation included troubleshooting by phone and user education. Investigation of this case revealed user technique error during cartridge connection and evidence of fluid in the cartridge chamber. It was concluded that the event was due to user error and that device function was restored following proper supply change instructions.